Event description:
It was reported that the patient was experiencing worsened pain and was not getting an adequate stimulation despite reprogramming done. It was mentioned that the patient had a broken screw in the back from the last surgery and was suspected to be the reason of worsened pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7073111/7075232.

Event description:
It was reported that the patient was experiencing worsened pain and was not getting an adequate stimulation despite reprogramming done. It was mentioned that the patient had a broken screw in the back from the last surgery and was suspected to be the reason of worsened pain. Additional information was received that the patient underwent an explant procedure. The explanted ipg and linear leads were discarded by the medical facility.